Event description:
The pt's speech processor was splashed by water. After it had been dried, it worked normally for the following 2 days. The pt complained of a "big noise" and refused to wear the external parts. These were exchanged, however after one hour's use, the pt again said that the "big noise" had come again. Telemetry was performed and after discussion, the implant was declared to have failed.